Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: battery devices, (B)(6) 2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the seal, bearing and gear of the battery reamer/drill device were worn. It was determined that the moving parts of the trigger did not move smoothly. It was further observed that the labeling was illegible and the trigger was sticky and bent. It was further determined that the device failed pretest for trigger test. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device shorted the battery devices. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.